Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple insulin pump errors. The customer¿s blood glucose level was 134 mg/dl. The customer was advised switch to an alternative plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No unexpected pump error 54 or 15 alarms during testing however, pump error 15 alarm, line number 213 file number 30 and pump error 54 found in the formatted history file due to a software error.